Event description:
Health professional reported, the access port of a lap-band device was explanted because "difficulty flushing and drawing back saline and there was bloody fluid noted in the system." Allergan is performing follow up to acquire additional information.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number of the device. Device labeling addresses the reported event of difficulty adding/removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."